Event description:
It was reported that an asymptomatic patient presented in-clinic for a routine follow-up visit. Upon interrogation, the device had shown episodes of non-sustained right ventricular oversensing. A programming change was made to the device and oversensing was resolved. The programming change will be discussed with the physician. The patient will be monitored normally.